Event description:
The customer reported via phone call that she wants to get another insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that she was in car accident and it is unknown if they were in hospitalized and wearing the device at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.